Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had a jaw issue wherein it was difficult or impossible to open and it was also not partially open. There was no patient involvement.